Event description:
It was reported that the patient presented for a follow-up in clinic. During the firmware update, the leadless pacemaker lost conductive telemetry and went into backup mode. The device was reinterrogated and recovered from backup mode. The firmware update was completed successfully. The patient was stable.

Manufacturer narrative:
The reported complaint of firmware upgrade challenges was confirmed. Review of the information provided shows that there were 3 firmware download attempts made during the visit with the final attempt being successful. The root cause for the 3 initial failed attempts was unable to be determined with the information available. The dialog at the end of rom recovery was correctly displayed indicating the completion of firmware download.